Manufacturer narrative:
An update was received on this patient. The relationship to procedure was updated from possibly procedure related to not procedure related. With this new information that this is not procedure related, this event has been reassessed as a not reportable event. (B)(4)

Event description:
During a clinical trial, sponsored by bwi, following a procedure with a navistar thermocool catheter, a patient developed eczematide purpuric. The patient¿s medical history is unknown. The patient did not require hospitalization; however, the patient did receive medication. The eczematide purpuric was considered possibly procedure related. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).